Event description:
It was reported that patient never had therapeutic effect and had an infection since implantable neuro stimulator (ins) was implanted. The infection occurred at the implant site and a fever occurred for 2 months. Patient saw health care professional (hcp) 2 weeks prior to the date of this report who stated that the ins needed to be replaced. It was also reported that patient could only recharge the device when walking or laying on one side. The recharger and antenna were replaced in (B)(6) 2012. Patient scheduled an appointment with her surgeon on (B)(6) 2012 to discuss possible revision which was recommended by her follow-up physician. Patient was recharging the device more than expected. She had to charge several times per week because battery did not last. Patient was at 2.10 v and the device was used 24 hours a day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).